Event description:
The device was returned to the manufacturer without a clear complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle failed to advance and no blood or tissue was present. The plunger was fully depressed and retracted.